Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was in a motor vehicle accident around (B)(6) 2015. Since the accident, the patient lost paresthesia coverage of his lower back. X-rays revealed a 5-6-5 lead running in a diagonal pattern. Reprogramming was attempted without success. Bilateral leg coverage was obtained with the left side of the lead towards electrode 3, but everywhere else on the lead give the patient intolerable rib stimulation. Impedances were within normal limits. A neurosurgeon was consulted by the patient's managing physician; no appointment time was given at the time of report. Surgical intervention was not planned, and it was unknown whether surgical intervention was planned. Additional information received from the manufacturer representative reported that the device issue had not been resolved; the patient's status had/issues remained the same as of (B)(6) 2015. No further action had been taken. The patient was waiting for workers' compensation approval before scheduling a neurosurgery lead revision consult. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported the patient was in a car accident and lost normal stimulation coverage. They tried to reprogram, but could not get coverage. An impedance check was performed and everything looked normal. The doctor did an x-ray of the leads to see if it moved. From the images the rep had seen and what the doctor had from the previous implant it looked to not have moved, but the patient still lost therapy. The patient was going to be scheduled for a lead revision when workers compensation approved it. Surgical intervention was planned.